Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported during a ureterolithotripsy procedure, upon retrieval of the patient's stone, the ncircle tipless stone extractor failed to capture the patient's stone showing the device had a problem opening/closing the basket. A new ncircle tipless stone extractor was used to complete the procedure. No unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of manufacturing instructions, specifications, quality control data, and visual inspection was conducted during the investigation. The device was returned for evaluation. The device was returned with the handle disassembled from the basket assembly and the basket assembly was removed from the basket sheath. A visual examination noted the support sheath is severed 1.2 cm from the proximal end. The support sheath and the basket sheath are detached. Kinks were found in the basket sheath at 2 cm from the distal tip and again at 13 cm, 60.5 cm, 87.5 cm, and 114.5 cm from the distal tip. There were no kinks noted in the basket assembly. The basket formation is symmetrical. A document-based investigation evaluation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.